Manufacturer narrative:
Device was received and tested: visual inspection was conducted and there were no signs of physical damage. Functional testing was conducted and device worked as intended. Device was tested using regular fixture with tag and additionally with an external tag and readings were accurate. Hence, the complaint cannot be reproduced. However, video evidence has been provided by the complainant which shows a fluctuation of readings between 10-15 mm. Therefore, the complaint can be confirmed based on this video evidence (refer to files), but it could not be reproduced at the pms laboratory. Causes of the fluctuation can be related to non-device factors. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during a localizer procedure on (B)(6) 2022, the physician could not locate the localizer tag on the breast and decided to rely on images and scarring tissue to guide to remove the mass. The surgeon was unsure if the correct margins had been removed from the patient and a possibility of having to re-excise the patient was awaiting from pathology results. No other information is available.